Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an in-clinic follow up, intermittent loss of capture was noted on right ventricular (rv) lead. The patient also experienced dizziness which the healthcare provider attributes was caused by the event on the rv lead. X-ray imaging was conducted which confirmed lack of lead slack on the rv lead. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.